Event description:
Boston scientific received information that during a system revision to assess the left ventricular (lv) lead due to the patient's worsening heart failure, the efficacy of the lv lead came into question and a conductor fracture was suspected due to an increasing pacing threshold (10v) and high pacing impedance. History: when the n107 device was implanted in 2009, a competitor's y adaptor was used to connect the right ventricular (rv) and lv leads to the device. During the most recent revision, the physician suspected an issue with the y adaptor or lv lead so the y adaptor and lv & rv leads were removed and tested. The rv lead parameters were found to be within normal ranges; however, the lv lead was found to be non-functioning and exhibited a pacing threshold greater than 10v in addition to out-of-range pacing impedance. Outcome: the physician elected to leave the y adaptor and rv lead implanted, plug the lv port, cap the chronic lv lead and replace it with another (competitor) lv lead via a posterior lateral vein whereupon lv pacing was restored. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device was capped/abandoned and will not be returned. If additional information becomes available, this event will be updated and an updated report will be submitted.